Event description:
Patient appears to have twos ps on pvcs but not on normal rwaves. V. Undersenslng possible: rv sensitivity > 0.6 mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).